Event description:
It was reported that during routine follow up, noise and aborted shock due to return to sinus were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead measuring 13.9cm from the connector pin was returned for analysis. External insulation abrasion was found at 12.3-13.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the lead was contacting the ICD can.